Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). The steerable guide catheter (sgc) failed to hold fluid column during clip introduction. The sgc failed to hold column a total of three times, and was replaced with an sgc that worked as intended. There was no indication of an adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device returned for analysis. All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report additional information was received. It was reported that air was observed in the device. Additional aspiration was needed. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.d9: device is available for return. H1: report type updated to a serious injury. H6: previously reported code 2199 was removed. Code 4641 (unexpected medical intervention) was added.